Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative sars-cov-2 igg results generated on the architect i2000sr processing module for a patient who was confirmed to have the infection due to a positive antigen pcr result. The following data was provided: (B)(6) 2020 results: architect igg (B)(4)= 1.19 s/co negative (greater or equal to 1.4 s/co = positive). Bioreference diazyme igg = negative (reference range not provided). Bioreference diazyme igm = positive (reference range not provided). Bioreference diasorin igg = 21 positive (greater or equal to 15 = positive). Additional data was added to the ticket: the patient was drawn again on (B)(6) 2020 and generated negative results on the architect. The customer further indicated the patient's previous sample on (B)(6) 2020, which was used in a verification study and not intended for patient management, generated the following results: architect igg (B)(4) = 1.13 s/co and 1.22 s/co across two architect analyzers. Bioreference diazyme igg = negative. Bioreference diazyme igm = positive. Bioreference diasorin igg = not tested. Mt sinai igg = 960 (positive, units of measure not provided). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 15016m800 was completed and testing of the returned patient samples was performed. CAPA system record review on lot 15016m800 did not show any related potential non-conformances, non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. The testing of return patient samples (plasma and serum) reproduced the non-reactive results obtained by the customer. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 15016m800 was identified.